Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted due to snph (secondary normal pressure hydrocephalus) via l-p shunt in 2018-2019 with 100 mmh2o. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The set pressure was changed from 100mmh2o to 150 mmh2o a few years ago. On (B)(6) 2022, the patient visited an outpatient clinic due to worsening clinical symptoms (vomiting). The physician tried to change the set pressure, but couldn't. Therefore, neodymium was used, but the set pressure could not be changed. A revision surgery is scheduled.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - product code ns9008 with lot ctfbyc, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 150mmh2o. The valve was hydrated. The catheter was irrigated no occlusion noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any programing issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Manufacturer narrative:
The hakim valve (ID ns9008) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the valve was removed and replaced on (B)(6) 2022.

Event description:
N/a.